Manufacturer narrative:
The received device had the cannula assembly fully deployed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. The exact cause of the reported dislodging could not be determined. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path.

Manufacturer narrative:
We are unable to confirm or determine the root cause of the reported dislodged cannula. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 49 and 71 hours. The pod reportedly fell off the infusion site hip/buttocks, causing the cannula to dislodge. Additionally, the patient reported leaking during wear.

Manufacturer narrative:
Upon internal review on 20may2026 correction report sent to include h3 - device evaluated by MFR for emdr 3014585508-2026-05413-01